Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open occurring between two pins on the cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the imaging system would not fully boot into 2d. Viewing station fully booted into patient information. Representative attempted to connect to remote desktop but was unsuccessful due to computers unable to establish communication. Nic 1 on the viewing station computer had no status lights illuminated with ethernet connection. Representative replaced umbilical cable which resolved the issue. A system checkout was performed after replacing the cable and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, a connection could not be establish between mobile view station (mvs) and image acquisition system (ias) of the imaging system. The pendant displayed a red x for viewing station communication. Rebooting the system and unplugging/reseating the umbilical cable three times did not resolve the issue. There was no patient present at the time of the issue.